Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system has received several inappropriate shocks due to over-sensed right ventricular (rv) lead noise. The physician elected to program off the therapy from the ICD system and implant a subcutaneous implantable system to resolve the event. The ICD and rv lead remain implanted, but therapy is programmed off. No additional adverse patient effects were reported.